Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was under-fill or low draw of a tube with blood. It was reported this event affected 13,000 tubes. The following information was provided by the initial reporter. The customer stated: there is a 25% probability that one out of every four tubes will be vacuum deficient. Due to insufficient vacuum, the sampling quantity is insufficient, and repeated sampling is required, which seriously affects the use of customers."